Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6)2021 an authorized service personnel (asp) was dispatched to the customer site, and it was determined that the power supply needed to be replaced to return the device to working condition. The power supply was replaced to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device had a power supply problem. The device was not in clinical use at the time of the event. There was no report of patient or user harm.